Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was intermittently delayed in responding to presses. The customer applied more force to the wake button to resolve the issue. Customer's blood glucose (bg) level ranged from 263 mg/dl to "high" (specific bg value was not provided); cause of the elevated bg was unknown. Customer administered a bolus via the pump to address bg. Recommendation was made to discuss diabetes management with a health care professional, and customer continued to use the pump for insulin therapy.